Manufacturer narrative:
Testing and investigation found the device had a whitescreen error. The probable cause for the whitescreen error was due to depleted snaphat battery that supported ram chip u2 on the uic (user interface controller) 1 printed circuit board. Due to the depleted battery, the ram data got corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device had a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.